Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 1.55" from the distal tip. Piece of the main tube was not returned with the instrument. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress. Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument suddenly became worse and the tip on instrument was broken when it was removed. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided.